Event description:
It was reported that the patient presented in the clinic for the routine follow up. Upon interrogation, the right ventricular lead exhibited high capture thresholds. The x-ray imaging confirmed that the lead had dislodged. The physician tried to re-position the lead but the tissue growth prevented the helix to extend or retract. The lead was explanted and a new lead was implanted successfully without any further complication.

Manufacturer narrative:
Analysis was normal. No anomalies were found.